Event description:
During pt use, the ventilator did not recognize the power pac battery when ac cable was removed. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, add'l pt info was not provided.